Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during procedure. It was reported that during a right internal carotid artery xact stenting procedure, the pt became hypotensive. Medication was administered. In 2009, blood pressure stabilized although medication was required for greater than 48 hours. The pt was discharged three days later. Though requested, no add'l info was provided.

Manufacturer narrative:
Study event. Hypotension may occur during carotid interventional procedures and is an anticipated response of the human body to stimulus of the carotid bulb. Hypotension is a known potential adverse event associated with the use of carotid stents as stated in the xact instructions for use. There was no device malfunction reported. A review of the lot history record for this device revealed that the device met acceptance criteria.